Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, it failed to cross the lesion and it was noticed that the stent itself was damaged. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was fine. It was further reported that the target lesion is located in the non-tortuous and heavily calcified proximal right coronary artery.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 2.50 x 24 mm stent delivery system was returned for analysis. An examination of the crimped stent found that the stent was damaged on its entire length with struts lifted from their crimped position and pulled distally. The three most proximal stent strut rows were noted to be undamaged. A review of the manufacturing stent profile data was performed and the stent at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage at the distal end of the tip. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, it failed to cross the lesion and it was noticed that the stent itself was damaged. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was fine.